Event description:
The powercross balloon was inserted into the 6f sheath (rt. Femoral) and advanced over the horn to the left sfa. The powercross was inflated to 14atm when the balloon burst. Upon attempted removal of the balloon it became lodged on a previously placed stent (unknown make and model). The outer balloon catheter separated from the inner lumen. The balloon was pulled as far as possible into the 6f sheath and was pulled back over the horn to the right side. The sheath was removed but the entire length of the balloon broke off the catheter and lodged itself into the right femoral. The physician brought the patient back to snare balloon, which was still in the patient.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Evaluation summary: the complaint was confirmed. The balloon material exhibited a circumferential tear between 3mm and 4mm from the proximal edge of the proximal balloon bond. The tear was spiral for a full diameter and was connected with a longitudinal tear. The section of the balloon distal to the noted tear was missing. The outer sheath was cut 48cm from the strain relief. The length of the outer shaft distal to the cut that was received was 30cm. The inner shaft was stretched and necked. The inner shaft extended intact (but stretched) from the manifold bond to the noted cut. A separate piece of the inner was received but pat of the inner was missing including the distal balloon bond and marker bands.